Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4 and the affected video baton was returned to verathon for evaluation. A technical service representative evaluated the returned video baton and was able to duplicate the reported loss of image. When the cable on the video baton was manipulated, the image would disappear. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 02-may-2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there no repairs available for the device, the returned video baton was scrapped. It is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was flexed. The procedure was completed using another glidescope avl video baton 3-4, which was made available within five (5) minutes. No harm to the patient or user was reported.